Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vision blurred ("dry blurred vision"), dysarthria ("slurred speech, harder to talk sometimes"), decreased eye contact ("unable to make eye contact"), memory impairment ("forget what I was saying more than ever") and dementia ("amnesia or dementia or something, not normal forgetfulness") and was found to have general physical condition abnormal ("do not appear normal, look dead in the face and depressed"). The patient was treated with surgery (scheduled essure removal surgery). Essure was removed. At the time of the report, the medical device removal, vision blurred, dysarthria, decreased eye contact, memory impairment, dementia and general physical condition abnormal outcome was unknown. The reporter considered decreased eye contact, dementia, dysarthria, general physical condition abnormal, medical device removal, memory impairment and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vision blurred ("dry blurred vision"), dysarthria ("slurred speech, harder to talk sometimes"), decreased eye contact ("unable to make eye contact"), memory impairment ("forget what I was saying more than ever") and dementia ("amnesia or dementia or something, not normal forgetfulness") and was found to have general physical condition abnormal ("do not appear normal, look dead in the face and depressed"). The patient was treated with surgery (scheduled essure removal surgery). Essure was removed. At the time of the report, the medical device removal, vision blurred, dysarthria, decreased eye contact, memory impairment, dementia and general physical condition abnormal outcome was unknown. The reporter considered decreased eye contact, dementia, dysarthria, general physical condition abnormal, medical device removal, memory impairment and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case- new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.